Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the driving cap f/insertion handle (p/n 03.010.523 lot l814078) was received showing the threaded distal tip broken off at the most proximal thread form. The broken off tip was returned embedded in the returned concomitant insertion handle (part #: 03.033.001, lot #: l785926). The driving cap in a used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned device. The insertion handle (part #: 03.033.001, lot #: l785926) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional inspection: dimensional inspection of the threads could not be conducted as the remaining thread form on the driving cap does not provide an accurate measurement for any thread diameters. The threaded tip fragment is embedded in the handle and could not be inspected. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap f/insertion handle (p/n 03.010.523 lot l814078) as the threaded distal tip was broken off at the most proximal thread form. The broken off tip was returned embedded in the returned concomitant insertion handle (part #: 03.033.001, lot #: l785926). While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. Based on the investigation findings product issue escalation (pie) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a driving cap broke inside the radiolucent handle during a lateral entry femoral nail surgery. The procedure was successfully completed using another driving cap. There was no surgical delay reported and the patient status is unknown. Concomitant device reported: radiolucent insertion handle (part 03.033.001, lot l785926, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).